Manufacturer narrative:
A replacement clamp has been sent to the site for issue resolution. The suspect clamp has not been returned at this time.

Event description:
A medtronic rep reported the sites spine clamp has a stripped screw and will no longer tighten. This event did not occur during surgery and no pt was present.